Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire or corrosion was observed. Customer stated that burning smoke coming up on the reader and liquid coming on the reader and looks like it pop open on the table. Burn marks were observed. An extended investigation has been performed. Visual inspection was performed on the returned reader using microscope. Damage was observed to the back plastic case of the reader. The returned reader was further investigated and de-cased, damage to the side and top of the reader casing was observed. The returned reader was connected to a computer via usb (universal serial bus) cable insertion. The usage data was extracted and reviewed and command was send using approved software. The usage log states that the device was not paired with any sensor and no sensor scan was performed. Bench testing was performed on the reader. Reader powered on with button press, test strip insertion and usb cable insertion. The returned battery voltage was measured using a digital multimeter which was within the specification range. The reader passed all internal self-tests. The reader was also monitored under a thermal camera during normal operation and during charging, no issues were observed. An internal self-test was performed, and the reader passed the self-test. The reported complaint of the reader being too hot to hold was not observed. Therefore, the issue is not confirmed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible smoke and liquid coming from their abbott diabetes care (adc) device. No further details were provided. Customer does report using the cable and adapter supplied by adc for use with the libre device, however it is unknown if the device was charging at the time. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible smoke and liquid coming from their abbott diabetes care (adc) device. No further details were provided. Customer does report using the cable and adapter supplied by adc for use with the libre device, however it is unknown if the device was charging at the time. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-2023. Adc field action fa1005-2023 was issued to the us 09feb2023.